Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was overheating and smells like burning plastic. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device returned to third party service center.